Manufacturer narrative:
As reported, when a 6f/7f mynx control vascular closure device (vcd) was being inserted into the unknown sheath, the sealant sleeve of the device collapsed on itself and would not go through the sheath. It split and then bent inward on itself. The plug was then visible and exposed. Another mynx was opened and successfully used to close with. The user was trained to the device. The device was stored properly and opened on sterile field. A cordis 6f brite tip sheath was used. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was present in its manufactured position, fully covered by the sealant sleeves. No abnormal conditions were observed in the sealant sleeves. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the sealant sleeve slit length was verified, and was within specification. Additionally, the catheter working length was verified and found to be within the defined specification. This measurement was obtained using a calibrated ruler. A simulated deployment test was performed to ensure functionality. The unit operated as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification microscopic evaluation was performed on the sealant sleeves. No abnormal conditions were observed during this analysis. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-deployment difficulty-premature¿ were not observed through analysis of the returned device since there were no frayed/split/torn condition noted to the sleeves and the sealant was fully contained within the device. The cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the failure experienced by the customer since there were no anomalies noted to the device. However, handling factors are likely. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the issues experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when a 6/7f mynx control vascular closure device (vcd) was being inserted into the unknown sheath, the sealant sleeve of the device collapsed on itself and would not go through the sheath. It split and then bent inward on itself. The plug was then visible and exposed. Another mynx was opened and successfully used to close with. The user was trained to the device. The device was stored properly and opened on sterile field. A cordis 6f brite tip sheath was used. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when a 6/7f mynx control vascular closure device (vcd) was being inserted into the unknown sheath, the sealant sleeve of the device collapsed on itself and would not go through the sheath. It split and then bent inward on itself. The plug was then visible and exposed. Another mynx was opened and successfully used to close with. The user was trained to the device. The device was stored properly and opened on sterile field. A cordis 6f brite tip sheath was used. The device will be returned for evaluation. The sealant sleeve split and bent inward on itself. The sealant was exposed. A cordis 6f brite tip sheath was used.